Event description:
It was reported during a laparoscopic cholecystectomy, the scissors stuck in the trocar. It would not slide and got caught when releasing them and bringing them out of the trocar. The surgeon had to continually adjust trocar with two hands. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50434. H6; cracked shaft insulation. D5,6; h4: info not available. The analysis results confirmed that the instrument was returned non-functional. The instrument was returned with a crack in the insulation that was approx. 1040" in length. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have notified and co has documented the reported circumstances and analysis results. This complaint was originally reported as an rpo "record purpose only."